Manufacturer narrative:
Concomitant medical products: product ID 97755-s serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID :97755-s, lot# serial#:(B)(6), product type: recharger, product ID: 97745, lot# serial#:(B)(6), product type: programmer, patient product ID: 97755-s, lot# serial#:(B)(6), product type: recharger, product ID m943899a, lot# serial# unknown, product type: accessory, product ID: 97745, lot# serial#:(B)(6), product type: programmer, patient product ID 97745 lot# serial#:(B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began yesterday. Patient stated they plugged the controller into the ac power supply and the screen litup like normal, but the controller did not power on when they plugged the recharger into it. Patient mentioned they reset the controller and left the battery pack out for 5 minutes. Patient also mentioned that they could plug the controller in the wall and the controller would turn on, but they could not plug the controller into the recharger because the screen would just stay black. Patient stated that they thought their controller was dead and so they put it on the charger; patient followed up by saying that they think the recharger is the issue. Patient noted that they couldn't turn their implant on and so they have not had stimulation on. Agent walked the patient through a controller reset and patient confirmed that the controller powered back on. Patient stated that the controller was at 100% charge and the implant was at 70% charge. Agent had the patient inspect their recharger for any visible damage; patient confirmed no damage. Patient attempted to start a charging session and confirmed that the controller screen is black and does not recognize that the recharger is plugged in. The issue was not resolved. A replacement recharger was sent out. Additional information was received. The reason for call was patient reported that their belt (intellis recharging belt) was old. Patient stated that the belt had wear and tear; patient followed up by saying that the clip on the belt slides by itself and loosens up. Patient mentioned that they have had this belt since they were implanted and so the belt is just old. When asked for an event date; patient did not really answer the question but instead restated that the belt had wear and tear. The issue was not resolved. A replacement belt wassent out. Additional information was received. Information was received from a patient regarding an external device. The reason for call was system problem rm05. Patient said she has seen rm05 3 times. Patient service specialist advised to reset the controller, after resetting, the controller powered on and showed implanted neurostimulator 50% and controller 90%. Patient tried to charge and rm05 appeared again. Patient plugged in the recharger and rm04 appeared. The issue was not resolved through troubleshooting. A replacement controller was sent out. Additional information was received. Patient (pt) called back stating they received replacement controller but still sees rm05 message. Agent had pt reset controller using ac power - controller powered on and saw green blinking light when battery pack was reinserted. Pt unlocked and saw controller 90% recharging and implant at 50%. Agent had pt start implant charge and pt saw rm05 reappear. Agent had pt inspect for damage and reported no visible damage to controller port pins or recharger pins. Then, pt stated the box the controller was sent in was damaged and pt hears something loose inside the controller. A replacement controller was sent out. Patient (pt) called back stating they received replacement controller but still sees rm05 message. Agent had pt reset controller using ac power - controller powered on and saw green blinking light when battery pack was reinserted. Pt unlocked and saw controller 90% recharging and implant at 50%. Agent had pt start implant charge and pt saw rm05 reappear. Agent had pt inspect for damage and reported no visible damage to controller port pins or recharger pins. Then, pt stated the box the controller was sent in was damaged and pt hears something loose inside the controller. Agent sent email to repair to replace the controller. Pt called back in and reported the they are still getting the rm05 code even after replacing the controller. Pt confirmed they are using the replacement controller. An email was sent to replace the recharger. Additional information was received from a patient (pt). The pt doesn't "really know" what were the circumstances that led to the inability to power on the controller, just that it read system problem rm05. The steps taken to resolve this is the pt called the helpline and it took 3 times before receiving a working controller. The issue has been resolved. The pt weighs 154 lbs.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began yesterday. Patient stated they plugged the controller into the ac power supply and the screen litup like normal, but the controller did not power on when they plugged the recharger into it. Patient mentioned they reset the controller and left the battery pack out for 5 minutes. Patient also mentioned that they could plug the controller in the wall and the controller would turn on, but they could not plug the controller into the recharger because the screen would just stay black. Patient stated that they thought their controller was dead and so they put it on the charger; patient followed up by saying that they think the recharger is the issue. Patient noted that they couldn't turn their implant on and so they have not had stimulation on. Agent walked the patient through a controller reset and patient confirmed that the controller powered back on. Patient stated that the controller was at 100% charge and the implant was at 70% charge. Agent had the patient inspect their recharger for any visible damage; patient confirmed no damage. Patient attempted to start a charging session and confirmed that the controller screen is black and does not recognize that the recharger is plugged in. Additional information was received. Information was received from a patient regarding an external device. The reason for call was system problem rm05. Patient said she has seen rm05 3 times. Patient service specialist advised to reset the controller, after resetting, the controller powered on and showed implanted neurostimulator 50% and controller 90%. Patient tried to charge and rm05 appeared again. Patient plugged in the recharger and rm04 appeared.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial (B)(6) product type recharger product ID 97755-s serial (B)(6) : product type recharger product ID m943899a . Product type accessory product ID 97745 serial (B)(6) : product type programmer, patient product ID 97745 serial (B)(6) : product type programmer, patient h3: analysis of the controller found unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Replaced cracked/worn/broken front case. Cleaned charger rtm connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6) was returned for product analysis. Analysis found that there was a recharger antenna failure and the controller goes blank when the recharger (rtm) was connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). The pt doesn't "really know" what were the circumstances that led to the inability to power on the controller, just that it read system problem rm05. The steps taken to resolve this is the pt called the helpline and it took 3 times before receiving a working controller. The issue has been resolved. The pt weighs 154 lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.